Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had blood loss anemia after the patient¿s hm 3 implant. The patient was transfused with 1 unit packed red blood cells (prbc) and 2 units of fresh frozen plasma (ffp) during surgery. Additional information was received from the customer stating that the site of bleeding was determined to be blood loss anemia from cardiac surgery. During surgery, the patient¿s hemoglobin and hematocrit (h/h) was 8.9/27. The patient¿s h/h continued to be monitored and the patient was transfused with hemoglobin if his levels dropped below 8 or the patient was hemodynamically unstable. Additionally, the patient had thoracentesis for a moderate-sized pleural effusion. The patient was on a heparin drip to treat subtherapeutic international normalized ratio (inr). The patient had increased volume overload and diuretic requirements, as well as lymphedema in the bilateral lower extremity (ble). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists adverse events such as bleeding that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03sep2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had blood loss with anemia post heartmate 3 implant. 1 unit of prbcs and 2 units fresh frozen plasma (ffp) were transfused intra-operatively. This was anticipated blood loss anemia from cardiac surgery. Hemoglobin was 8.9 g/dl, hematocrit was 27% when measured intra-operatively. It was planned that the patient's hemoglobin and hematocrit would be monitored and the patient would be transfused if hemoglobin was less than 8 g/dl or the patient was hemodynamically unstable. The patient had increasing volume overload and diuretic requirements. Lymphedema wraps were required on left and right lower extremities. Thoracentesis was required for a moderate sized pleural effusion, and the patient had a sub-therapeutic inr and had a continuous heparin drip.